Event description:
As reported by the edwards clinical specialist, after valve deployment, the valve migrated aortic resting 90/10. The physicians felt that the valve was unstable and decided to deploy a second sapien valve more ventricular to stabilize the first valve. The second sapien valve was subsequently deployed 50/50 within the first valve. The patient was noted to be hemodynamically stable and awake when leaving the operating room.

Manufacturer narrative:
Imaging review. The patient's medical history is not available, however, per the clinical specialist report, the patient did not have severe ventricular septal hypertrophy, the ejection fraction was at 55%, the native leaflets/native annulus were moderate calcified, the proper image intensifier angle was used, coaxial alignment of the delivery system in the native annulus was reported as good and there was no loss of pacing capture during deployment. Cine and tee images were submitted to edwards for review. The following observations were made: cine: moderate-severe aortic valve calcification, moderate-severe aortic root calcification, no porcelain aorta, severe semicircular mac. Poor image intensifier angle, as the middle sinus appears below the plane of the mitral annulus. No images of bav. Sapien deployment images are not available for review, comments are based on the final positioning images that are available. Sapien valve appears to be positioned 65/35 aortic. Fair coaxial alignment, with some lateral bias of the delivery system and valve. As the deployment films are not available, we cannot comment on pacing capture and cessation of ventilation. Tee: severe calcification of all three cusps. No significant septal hypertrophy. Severe paravalvular leak on posterior wall of aorta. On tee, during valve deployment, there is no loss of pacing capture and ventilation was held. Sapien positioning on tee confirms that the ventricular aspect of the sapien valve coincides with the mitral hinge-point. During deployment there is no evidence of abnormal movement of the valve and deployment balloon. Rather, the valve appears to deploy canted (that is, the valve appears more aortic on the posterior wall and more ventricular anteriorly). Impression: poor image intensifier angle and fair coaxial alignment probably contributed to severely canted valve deployment. There is no evidence of technical (pacing capture, cessation of ventilation) or anatomical (significant septal bulge) factors to explain valve malposition. The migrated valve was not returned for evaluation. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, based on the imagery review, it appears that the root cause of the reported event is procedural factors, specifically imaging angle and coaxial alignment during positioning of the delivery system and valve. No further actions are required at this time.